Event description:
Medtronic received the following information from a journal article entitled: ¿ physician modified endograft to treat a symptomatic juxtarenal aortic aneurysm: report of the first case at our center.¿ a patient was diagnosed with a 60mm symptomatic juxta-renal aortic aneurysm. As treatment a physician modified valiant captivia was implanted. Fenestrations were made for the renal arteries and a scallop for the sma. The modifications were reinforced with pushable coils and secured with a continuous polypropylene suture and the graft was resheathed. During the procedure, the valiant captivia was unintentionally deployed slightly above the intended landing zone, which complicated but did not preclude renal artery cannulation. The renal arteries were successfully cannulated and 6mm radiant stents were deployed in both renal arteries. Ballooning was then performed in the renal stents. Standard evar techniques facilitated the distal bi-iliac repair by implanting an endurant iis stent graft. The procedure was then completed. A cta performed the following day showed a partial occlusion of the sma ostium caused by the graft scallop. A non-medtronic balloon expandable stent was then implanted as treatment. The patient was discharged home on the ninth postoperative day. A six-month follow-up cta confirmed the aaa's exclusion, with maintained patency of all visceral vessels and no evidence of endoleak.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled: physician modified endograft to treat a symptomatic juxtarenal aortic aneurysm: report of the first case at our center. Guedes da rocha h, loureiro l, teixeira s, vaz c, machado r angiol cir vasc 2025 jan. 29 [20(3):195-8. Https://acvjournal.com/index.php/acv/article/view/639 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.